Manufacturer narrative:
This report is filed february 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site, with and without device use. Subsequently, the patient was prescribed antibiotics (date not reported). The implanted device remains.